Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor was blocked, seized, and rough running on the compact air drive device. It was noted that the device failed pre-repair assessment tests for power with test bench. It was further noted that when the motor was actuated, it remained switched on when switched off, because of excess dirt on the actuator valve, where the valve did not slide freely, getting locked in the box. It was noted in the service order motor was blocked on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the motor was blocked, seized and running rough. Therefore, the reported condition was confirmed. The assignable root cause was due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.